Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving newly replaced insulin pump and needed assistance with programming insulin pump due to not getting settings from old pump. Customer was advised to contact healthcare professional regarding settings. Customer's blood glucose was 264 mg/dl. Customer reported that blood glucose was fluctuating due to having a virus. Customer stated that high and low blood glucose were occurring for about a week; ranging from 44 mg/dl to 445 mg/dl.